Event description:
During a robotic cholecystectomy on (B)(6) 2023, the robotic large clip applier would not properly hold clips, rendering the instrument unable to be used. The large clip applier was removed from field and tagged and sent to sterile processing department to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The instrument will be sent back to intuitive to request reimbursement for the remaining lives. Ref: 470230, lot: n10190429-0010, sn: (B)(6) 59 lives remaining.